Manufacturer narrative:
Carefusion certified service technician was unable to duplicate the customer's reported issue. The turbine passed all testing and met all carefusion manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify reported failure. During bench testing turbine would not power up. The service technician replaced turbine. Turbine was received by carefusion on 19 july 2016 and is currently being evaluated. A follow up report will be submitted with results of investigation.

Event description:
The customer reported model lap top ventilator 1150 turbine will not power on while connected to a patient. The patient was removed from the ventilator, provided positive pressure ventilation via bag valve mask and placed on a back up ventilator. The customer stated there was no patient injury or allegation of patient harm.